Event description:
When the physician rotated the handle of the device to release the bands, the sixth band failed to deploy. The physician reported hearing a "click" sound when he rotated the handle. The procedure was completed with a second device. There were no clinical consequences.

Manufacturer narrative:
The complainant indicated that the device was disposed of; therefore, a failure analysis of the complainant device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.